Manufacturer narrative:
Additional information (B)(6) 2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovery and calibration were within customer acceptable ranges and no issues were observed with other patient samples. There were no reports of process errors on the dimension exl with lm system at the time of the event. A potential systemic product problem was not identified. The cause of the event is unknown. The instrument is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00011 was filed on 13-jan-2023.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl with lm system. The falsely depressed result was reported to the physician(s) who questioned the result. The patient was redrawn and the new sample was processed on the same dimension exl with lm system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.